Event description:
It was reported that the pulse generator exhibited excessive battery discharge. The patient would be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.